Manufacturer narrative:
Investigation result: - it was received only two parts of the catheter, the valve is not available. Visual inspection: - the following observations were made during the visual inspection - external hard deposits. Permeability test: - the test showed that the parts of the periphere catheter are permeable. Internal inspection of product: - the product was sliced to check whether the parts investigated also showed deposits within; - after the slicing slightly deposits were found within. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves or other removed products sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the valve to the best of our abilities. Based on our investigation, we are able to substantiate the claim of "the catheter was calcified", but the parts of the periphere catheter are permeable. At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might be compromise the integrity of the valve. We can exclude a defect at the time of release. From our point of view, no further regulatory actions are required.

Event description:
The catheter used in pedy gav was calcified. Catheter has been placed in the patient for about 10 years. No infection. Additional information was not provided.